Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that during a rotator cuff repair that the customer's healix peek 3.4mm anchor of the healix transtend peek ds would not engage fully when being inserted. The sales rep reported that when the anchor was being inserted the interior thread became stripped and the anchor could not be deployed further into the bonehole. The surgeon attempted to remove the anchor when it snapped off at the nose leaving 1/4 of the anchor securely implanted in the bonehole. The sales rep confirmed nothing was left proud. The surgeon completed the procedure by implanting a healix advance peek 4.5 mm anchor ( 222304) next to the partial anchor with no patient consequences. There was a five minute delay in the procedure. The customer already discarded the complaint device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.